Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify blank display and battery out limited due to full segment display. Device pass displacement test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped, had stopped working and had a blank display. The customer¿s blood glucose level was 94 mg/dl. The customer reported that the display returned after troubleshooting for blank display. The customer then tried inserting a new battery after the insulin pump was dropped and stated that the display did not return. The insulin pump also received battery out limit. The insulin pump did not pass the self test. The insulin pump will be returned for analysis.